Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: double lumen PICC (peripherally inserted central catheter) orange port clotted. Green port was previously clotted prior to today.